Event description:
Voluntary medwatch received states that the patient experienced an unrelated traumatic event. During that time, the left ventricular lead demonstrated abrupt changes in impedance and threshold, exhibited low pacing impedance and a high capture threshold. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.